Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. Corrected data: date submitted in error. The actual date of event was not provided. Additional information: the carefusion failure analysis lab technician noted during evaluation: avea tca pcba was received for investigation from factory service. The tca pcba was installed onto tca test bed and powered on using default neo-natal settings and was immediately able to verify the reported issue of transducer calibration issues which caused extended high ppeak and circuit occlusion. Issue was isolated to the expiratory pressure xdcr on the tca pcba. This issue is now considered a trend and has been address by an internal action. A defective xdcr on the tca pcba has been isolated as the initial root cause. Further inspection has been requested.

Manufacturer narrative:
(B)(4). Field service inspected the unit, and verified the reported issue. He replaced the gas delivery engine (gde), calibrated the unit, then performed extended system and operational verification testing. The faulty gas delivery engine was returned to carefusion on april 7, 2015, and was routed to the service department for evaluation. The service department evaluated the device and also confirmed the reported issue. The root cause was isolated tot he trans con alarm assembly (tca). The tca board was then forwarded to the failure analysis lab for further investigation.

Event description:
Field service contacted carefusion technical support, and reported the following on behalf of one of the user facilities: "circuit disconnect alarm during est not on pt at time of failure"